Event description:
According to the customer: "changed the patient's tazocin syringe, which used 4.2 ml/h, i.e. One syringe should last about 12 hours. Looking at the old syringe, it was noticed that the syringe in question was put in by the undersigned the night before at 3:45. In other words, the patient has received too little antibiotic for more than 24 hours. The syringe has been installed correctly and the hose properly." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Under infusion general information: complaint: (B)(4). ---------------------------------------------------------------- information to the sample: model: perfusor space article number: 8713030 serial number/batch: (B)(6). Software version: 688l030003 hours of operation: 7458 further information: battery pack sn: (B)(6). ---------------------------------------------------------------- investigation results: history inspection: the alarm history files were read out and analyzed. The customer specified 2024-05-15 as the date of the incident. According to the device history, no entries could be read out for the specified date. It is only noticeable that the entry battery voltage fault could be read out 16 times. However, this has nothing to do with the fault description from the customer (under infusion). No other abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. It could only be determined that the contacts of the battery were taped. Functional inspection: a functional test was performed. The tape has been removed from the battery. The device passes the self-test. A ops 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,43%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. Disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. ---------------------------------------------------------------- judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.